Manufacturer narrative:
Based on a revision to the risk analysis for the triton infusion pump, in which the severity rating for free flow was revised, walkmed infusion performed a retrospective review of product complaints for triton infusion pumps. Complaints reassessed as having the potential for severe injury or death are now deemed MDR-reportable. As a result of walkmed's retrospective review, this MDR is being submitted beyond the 30 day time-frame.

Event description:
Walkmed infusion was notified that the pump exhibited free flow during testing. The device in question was returned to walkmed infusion for product evaluation which showed the pump failed the free flow test. Further failure investigation of the pump by walkmed infusion attributed this failure to the worn mechanical clamp spring. Additionally, the pump had not had any preventive maintenance performed by an authorized walkmed service technician since the pump's manufacture (03/02/2010). The root cause of the failure was determined to be from wear to a component.